Event description:
The reporter stated that she had gotten a testing result of 346 which was high for her. She was not having any symptoms, and retested twice, with results of 214 and 170 mg/dl. She said she had not compared the confirmation dot to the vial color chart. She stated that due to her arthritis, she sometimes has difficulty in getting blood, but that sometimes gets "more than enough." She reported that when she put blood on the pink part of the test strip and not into the white, she got readings more in her normal range of 170-190 mg/dl, and said that she had the same problem using control solution, "I was putting too much on the strip."